Event description:
It was reported that during use with bd intima-ii¿ catheter the catheter was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2023, at 8:51 am, as instructed by the doctor, a closed vein indwelling needle was used to puncture the patient. During the puncture, it was found that the closed vein indwelling needle was broken at 1/3 of the needle hose. The nurse on duty immediately replaced it with a new closed vein indwelling needle.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary in response to the event reported a device history review was conducted for lot number 1319439. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima-ii¿ catheter the catheter was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, at 8:51 am, as instructed by the doctor, a closed vein indwelling needle was used to puncture the patient. During the puncture, it was found that the closed vein indwelling needle was broken at 1/3 of the needle hose. The nurse on duty immediately replaced it with a new closed vein indwelling needle.